Manufacturer narrative:
The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested on a cobas pro c 503 analytical unit. An example of data was provided for one patient sample tested with ureal urea/bun. No questionable results were reported outside of the laboratory. The sample initially resulted in a urea value of 6.73 mmol/l and it repeated as 13.1 mmol/l.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The field service engineer checked the analyzer and found there was a dirty sample probe and very small water droplets in the cuvettes after drying. Qc was confirmed to be within specifications after the service visit. The investigation is ongoing.